Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. During functional testing, a leak was observed near the 6 cm depth marker when the red lumen was infused with water. A microscopic observation revealed a circumferential split where the leak was found. The split was observed to have uneven edges, wrinkling near the edges, and rough, granular fracture surfaces. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that catheter breakage due to elbow flexion. There was no patient injury. The catheter was secured at the elbow. No additional intervention needed and no delay in treatment. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.